Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the solution bag connector and the cassette connector. This event occurred during set up. Both of the solution bag and the cassette were replaced with new ones and the treatment was successfully completed. There was no patient injury or medical intervention associated with this event. No additional information is available.